Event description:
An rh discrepancy on the abs2000 was reported. A historically a positive sample tested as a negative on the abs2000 (initial and repeated testing). Manual tube testing with the same reagents was positive (3-4+).

Manufacturer narrative:
The results files from the instrument were reviewed. Negative reactions were present, however, the absorbance is much higher than expected, which may indicate hemolysis. The customer explained they top off the pbs bottle daily instead of changing the solution. The abs2000 operator manual indicates that the pbs bottle is to be rinsed out with deionized water, drained, and filled with fresh pbs. Customer repeated testing of the specimen on abs2000 and the results matched the historical results of a, rh positive. The customer reported that they could not rule out operator error.